Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. No available.

Event description:
In order to attach the nail to the nail handle, tried to insert a holding screw from the post. The screw did not enter all the way and the thread part did not reach the nail. There was another spare screw, but it could not enter into the post again. Forced it in, but could not attach the nail to the handle. Shaved off both the handle and the screw with rasp, and managed to continue the operation.